Event description:
Covid threat, false security; a (B)(6) has been distributing supposedly government-funded n95 respirators to the people in my area of (B)(6). However, these respirators have valves (masks' designation: 3m 8511 niosh tc-84a-1299 n95). And medical authorities have cautioned that valves let contaminated breath come out, which could allow the spread of coronavirus. Sick people, or asymptomatic carriers who don't know this, might get a false sense of security and go out in public with these insufficient masks, and endanger people around them. I don't know how far up the chain this oversight was made, but by distributing these masks, they're misusing government funds (our tax money), and potentially endangering local citizens (myself included; I'm immunocompromised). And the people who received these masks should probably be warned not to use them in situations where other people are, or will soon be, so they don't leave their exhaled particles for others to inhale. I hope something can be done about this before my town becomes needlessly endangered by this negligence. FDA safety report ID # (B)(4).